Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose reading was 448 mg/dl. It was unknown whether the auto mode feature was active at the time of incident. Customer feels okay to troubleshoot. Customer was neither in emergency room nor admitted into hospital. The customer will continue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.